Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and observed air in the ise reference electrode, performed cleaning of the threads on the reference line screw head, and reconditioned the flow cell. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. Replacement of the reference electrode, potassium electrode and cleaning resolved the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high ise (ion selective electrode) patient results on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. Patient demographics were not provided. The customer provided data for one (1) patient sample.